Event description:
A female patient called lifecore customer support stating that the new replacement battery pack she received is showing the "battery needs service light" in the charger. When the battery pack is inserted into the monitor it will not start up. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.